Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a broken usb cable and is unable to charge the pump. There was no reported impact to customer's blood glucose level. Reportedly, the customer is able to successfully charge the pump with an alternate charger.